Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. This MDR is being filed after a retrospective review of all complaint reports.

Event description:
Physician saw patient 4 days after treatment noting left upper axilla was unusually swollen with hard, fluid filled areas, and some pustules which were drained. Sent for culture. 1 week post treatment, patient complained of edema, erythema and pain. Left axilla was drained and antibiotic prescribed. Eventually, patient needed IV antibiotics in ER, wound was drained and packed. Oral antibiotics given as well as steroids. Event resolved.